Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and would not lower manually/electronically due to malfunction fowler motor drive screw thrust washer, ball needle, and needle thrust bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.